Event description:
Per hospital staff, patient primary c2 driver was changed due to a grinding noise coming from current primary. The patient was then transitioned to a different c2 driver, which functioned as anticipated. The patient switched to backup without any reported negative effects.

Manufacturer narrative:
Per hospital staff, patient primary c2 driver was changed due to a grinding noise coming from current primary. The patient was then transitioned to a different c2 driver, which functioned as anticipated. The patient switched to backup without any reported adverse event. The c2 driver s/n (B)(6) passed all testing during last service prior to being released to finished goods. The noise reported by the customer was confirmed during the investigation. The root cause investigation identified that a loose screw on the semicircular counterweight of the c2 right-side driver, which balances the rotational mass of the internal compressor mechanism, was responsible for the incident reported by the customer. The primary function of this screw is to secure the component to the rotating shaft. An improperly secured part can result in an imbalanced load. As the shaft rotates, this imbalance causes excessive vibration and produces unusual noises. The metal shavings found within the end cap of the right-side driver were a result of metal-on-metal contact caused by the imbalanced load.